Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion alarm. There was no reported adverse impact to the customer's blood glucose level. The contact declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. No additional information regarding this event was provided by the contact.